Event description:
It was reported that during the preparation for a stenting treatment procedure, the site noted stent damage on a 3.5x32mm veriflex device while on the back table. The device never entered the patient anatomy. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break in the midshaft. The break was located at 5mm proximal to the port. An examination of the break site found that the extrusion was stretched. The break is consistent with excessive tensile force having been applied to the shaft. An examination of the crimped stent found that the stent was pulled distally on the balloon. As a result the proximal edge of the stent was positioned at 10mm distal to the distal edge of the proximal markerband. The proximal edge of the stent was damaged with the stent struts lifted. The stent was bunched in its mid-section and the stent protector was pushed up as far as the distal edge of the stent bunching. A clear impression of the stent crimp was visible on the balloon material. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).